Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the heart lead flex was out of specification with an open trace. Further analysis was performed on the heart lead flex. Visual inspection revealed a potential open circuit, tail thickness is within specification. Bench analysis found failed trace continuity, there was an intermittent open, microscope visual found cracked trace. Conclusion: confirmed the reported event and the output failure seen during repair of the device caused by an open circuit trace. (B)(4).

Event description:
It was reported that the external pulse generator had no ventricular output. The generator was returned for service. No patient complications have been reported as a result of this event.